Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Medtronic provided the following information: during use of the sphere catheter, ventricular tachycardia was induced during radiofrequency delivery at the cavotricuspid isthmus in a patient with an implantable cardioverter defibrillator lead in place. The patient required external defibrillation to terminate the ventricular tachycardia. The procedure was completed with no impact, and no injury occurred. During the procedure, the pacing mode was set at ddi 50 and detections were disabled. The biotronik serial number was unable to be obtained. Should additional information be received this file will be updated.